Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-20306. It was reported the pt experienced weakness in his legs after the trial procedure. As a result, the pt was hospitalized overnight, CT-scan revealed extra-dural collection of fluid in the spine which the physician determined the cause of weakness in the legs. The pt underwent physical therapy and then was released. Further follow up identified the pt has good stimulation and "doing ok".